Event description:
During the saphenous vein harvesting procedure, blood was leaking inside the dissection tip. A replacement tip was used to complete the procedure. The hospital did not report any pt complications.